Event description:
It was reported that during a laparoscopic chole procedure, the device jammed at the beginning of the procedure. Another device was used to complete the case with no patient consequence.

Event description:
The lay user/patient contacted lifescan alleging the meter displays an unknown error message. The reporter was unable to recall the error number displayed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery contact corroded. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.